Event description:
The customer tested her blood glucose using her breeze meter and her sister's meter (brand unk). The breeze meter read between 284-300 mg/dl, while the other meter read 124-125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned for evaluation.